Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The blood glucose was 265 mg/dl at the time of the incident and the current was 454 mg/dl. The customer declined the troubleshoot. The customer was treated with the insulin injection. The customer stated that infusion set was detached. The device will not be returned for the analysis.